Event description:
It was reported that the cadd pump is suspected to be defective, as a greater volume of fluid was dispensed than the calculated amount based on the prescribed ml per day and the number of boluses (ml per bolus) administered during the monitoring period. There was no reported patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.